Event description:
It was reported that shaft break occurred. The 20% stenosed target lesion was located in the severely tortuous and non-calcified circumflex artery. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross recently deployed proximal stent. The physician pushed and pushed until the hypotube of the delivery system fractured. All of the device components were removed without issue. The physician elected to stop the procedure after fracture and end the case.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 12mm mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 18.3 cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 20% stenosed target lesion was located in the severely tortuous and non-calcified circumflex artery. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross recently deployed proximal stent. The physician pushed and pushed until the hypotube of the delivery system fractured. All of the device components were removed without issue. The physician elected to stop the procedure after fracture and end the case.